Event description:
It has been reported to philips that, system would not make x-ray. Reboot did not help. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon further troubleshooting action, fse found that system was not booting up. Fse replaced the flexvision pcs and hard discs and reinstalled the apps and os sw, as a proactive measure mpd control unit has been replaced. After which the system was returned to good working condition. The codes were updated based on the investigation outcome. The problem code were updated.